Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) battery depleted quicker than they expected. It was further reported that the right ventricular (rv) lead exhibited rising and high pacing thresholds since implant. A possible micro-dislodgement was suspected. The rv lead was reprogrammed. The battery longevity increased following the lead reprogramming. The ipg and the rv lead remain in use but a lead will be repositioned in the future. No patient complications have been reported as a result of this event.